Manufacturer narrative:
Investigation summary: the investigation determined that the biased glu results were caused by a user error when inputting calibration parameters manually. The vitros 250 chemistry system was operating as expected and as programmed. User error was the cause of this event.

Event description:
A customer obtained negatively biased glu results on their vitros 250 chemistry system after manually entering glu calibration parameters. Negatively biased glu results could lead to inappopriate physician action. There was no report of pt harm as a result of this event.